Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30 mg/dl. Customer consumed carbohydrates and glucose tablets to address bg. Reportedly, the customer alleged that the pump did not deliver insulin as intended. Tandem technical support (cts) performed a pump system check and performed a pump data log review to determine a possible cause, however, cts found that the pump performed as intended. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.